Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr and past similar cases, omsc surmised that the reported phenomenon was attributed to the following. - since the pre-cleaning was not performed immediately after each procedure, it became difficult to the remove foreign material. - since the cleaning brushing and/or the water feeding was not performed properly during the pre-cleaning and/or the manual cleaning, it became difficult to remove the foreign material. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that there was foreign material (residues) in the auxiliary water channel at the control section. (B)(4) surmised that the reported foreign material was caused by a result of the user's incorrect reprocessing or cleaning method. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign material clogged in the auxiliary water channel and this foreign material came out from the auxiliary water channel of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.